Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had pre syncope after having the system implanted the patient was transferred to a hospital due to a right ventricular (rv) lead dislodgement. It was noted at the hospital that loss of capture was seen on the rv lead thus the lead was repositioned without issues and a routine follow up was scheduled. No additional adverse patient effects were reported.